Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up, incorrect data were observed in aida memories, including inconsistent dates ((B)(6) 2034).

Manufacturer narrative:
Preliminary analysis revealed that the incorrect data displayed in (B)(6) memories were due to a corruption in device memory, most probably caused by a single event upset (seu). The consequences were limited to the inconsistencies observed in the follow-up data. There was no impact on device functioning itself.

Event description:
Reportedly, during a follow-up, incorrect data were observed in (B)(6) memories, including inconsistent dates (30 may 2034).

Event description:
Reportedly, during a follow-up, incorrect data were observed in aida memories, including inconsistent dates (30 may 2034).

Manufacturer narrative:
(B)(4).